Event description:
It was reported that the device and reloads were used during an roux-en-y procedure, the surgeon noticed that after a firing there was a transection line, but apparently no staples on either side of the transection. The surgeon completed procedure by hand sewing the stomach after manual transection. There was no consequence to pt.